Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant that there was high threshold and approximately seven second pauses noted on the right ventricular (rv) lead. Loss of capture was noted on telemetry. It was also noted that asystole was observed on the monitor overnight after implant and that the left ventricular (lv) lead did not pace at that time. It was then confirmed from x-ray that the rv lead had dislodged. The patient was taken to the ep (electrophysiology) lab and the rv lead was repositioned. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.